Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part # 359.218, lot # 9860235. Manufacturing location: (B)(4), manufacturing date: apr 26, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery on (B)(6) 2017, the thread at the tip of hammering guide broke and the blue plastic handle at ten inserter broke. Fragments were generated. Unknown if all fragments could be removed. Procedure was completed successfully. No patient harm was reported. Reportedly, there was 15 minutes delay in surgery. This report is for one (1) hammer guide for ti elastic nails. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section at the location of the change of shaft diameter showing some force introduction. There are no signs of misuse on the instrument 359.219. The instrument 359.218 was misused and failed due to the off-axis blows on the end of the rod. The correct use is to guide the hammer on the rod to deliver blows in both directions. A product investigation was completed: part 359.219, lot 9860224: the visual inspection of the ten inserter shows that the handle is broken without any signs of misuse on this part. The threaded tip of the guide rod is still in the inserter and the surface has been damaged due to the rod hitting the walls of the bore. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section at the location of the change of shaft diameter showing some force introduction. There are no signs of misuse on the instrument 359.219. Part 359.218, lot 9860235: the visual inspection of the returned hammer guide shows that the threaded tip has broken and the region around the tip has been heavily damaged due to bending and hitting the bore of the inserter 359.219. It is also visible that this instrument has not been used like intended. The hammer should be guided by this guiding rod and instead there were heavy off-axis hammer blows on the end of the guide as can be seen by the dents. The instrument 359.218 was misused and failed due to the off-axis blows on the end of the rod. The correct use is to guide the hammer on the rod to deliver blows in both directions. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.